Event description:
It was reported that pt said that he had no symptoms other than little discomfort walking. His MRI showed fluid accumulation at the joint. His blood test results indicated high level of chromium and cobalt. Pt said that he has no swelling.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.